Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 23 mg/dl at the time of the event due to the multiple batteries failing. The customer does not experience any symptoms. The customer treated the low blood glucose event with the carb intake and was hospitalized. Troubleshooting was performed and found that the customer got failed the battery alarm. It was unknown whether the auto mode feature was active at the time of the event and pump was used within 48 hours prior to the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w 4.11e. Retainer ring: black. Case type: ngp. On (B)(6) 2022, the customer alleged was hospitalized for low bg and battery failed alarm. On (B)(6) 2022, (B)(4), svn: (B)(4), the customer alleged was hospitalized for low bg and blank display due to battery failed alarm. On (B)(6) 2022, (B)(4), svn: (B)(4), the customer alleged was for high bg. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, serial number label fading and cracked case near the corner of belt clip rails during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on (B)(6) 2022 at 07:45:00.000; power loss alarm on (B)(6) 2022 at 23:35:14.000; failed batt/battery failed alarm multiple times on (B)(6) 2022 from 09:05:10.000 until 23:43:09.000. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. No blank display or battery failed alarm during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. However, found corroded inside the battery tube during the visual inspection. The force sensor offset measured within spec range during testing (23.5 mv). In summary, pump passed all required testing. Unable to verify customer alleged for low and high bg. The force sensor is within specification. Blank display and battery failed alarm not confirmed. Pump received with corroded battery tube during the visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they were hospitalized on november 23, 2022 due to low blood glucose. Customer blood glucose was 35 mg/dl at the time of incident. The insulin pump was returned for the analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.